Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-60 lead, implanted: (B)(6) 2007; 6996sq lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) epicardial leads were fractured. Both leads were capped and replaced. No patient complications have been reported as a result of this event.